Manufacturer narrative:
This medwatch report is being filed based on the product evaluation, which presented a ductile, tensile overload of the core wire. As received, the specimen consisted of one-1 each pkg-safari2 275cm sml crv 1pk; returned coiled and loose without dispenser assembly and double-bagged within "zip-lock" style poly biohazard pouches. Note, the distal tip was loaded within the j-straightener, free movement was observed and was able to remove the j-straightener. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The specimen presented a ductile, tensile overload of the core wire at 0.3 cm from the distal tip weld mass with 0.5 cm of concurrent stretched coil damage beginning at the distal tip. Our investigation was unable to confirm that the product did not meet specification prior to shipment. The investigation concluded that the product met specification at the time of shipment. As described in the device instructions for use (dfu), instructions for use: 1. Ensure a catheter is properly placed in the ventricle or other intended treatment area. 2. Carefully remove the safari2tm guidewire from the hoop by grasping the proximal end of the j-straightener separating the straightener from the hoop. 3. After inspection of the safari2tm guidewire, advance the j-straightener over the distal section of the safari2tm guidewire to straighten the curve. 4. Insert the safari2tm guidewire into the hub of the catheter with the aid of the j-straightener. 5. Carefully advance the distal tip of the safari2tm guidewire into the lumen of the catheter. 6. Remove the safari2tm guidewire j-straightener by withdrawing it over the length of the safari2tm guidewire. 7. Advance the safari2tm guidewire through the catheter under fluoroscopic guidance. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided and the evidence presented, it appeared that handling factors have contributed to the event as reported. Patient information is unknown. If there is any further relevant information provided, a follow up medwatch report will be submitted.

Event description:
Event description: safari wire was taken out of the package to use during a tavi procedure. When using the j-straightener that is used to aid in the insertion of the guide-wire into the catheter, they were unable to advance the guide-wire into the catheter through the j-straightener. The guidewire was trapped the guidewire went not into the patient, just the j-straightener touched the pigtail and that's why some blood is into the straightener. Patient present at time of event? No. Patient complications: no patient complications. Was issue present upon opening package?: yes. If yes, was the packaging damaged?: no. Photo or video of issue: no.